Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an reagent related issue contributed to the event. No vitros trop I es reagent performance issues are indicated based on the historical trop I es quality control data. However, the level 1 control fluid does not adequately evaluate the performance of the reagent for samples with troponin I concentrations <url of 0.034 ng/ml. Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Although service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event in question as there were insufficient precision replicates completed when the pre-service trop I es precision testing was performed. Acceptable vitros tropi es performance was obtained after an ocd field engineer performed service actions to multiple subsystems of the analyzer. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.497 ng/ml vs. Expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory, however; a corrected report was issued and there was no allegation patient harm. (B)(4).